Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of six. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) explained the alarm to the patient. The patient stated that the supply bag was wet underneath. The rtsa assisted with ending therapy. During trouble shooting there was nothing found that could have caused or contributed to the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.